Event description:
It was reported that the pump had flipped. The healthcare provider manipulated the pump in the pocket and was able to refill the pump without issues.

Manufacturer narrative:
(B)(4).